Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had longevity decreased for five and a half year in a span of three years. Boston scientific technical services (ts) discussed this could be explained by combination of intrinsic reports and referred patient to the physician to request battery analysis. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had longevity decreased for five and a half year in a span of three years. Boston scientific technical services (ts) discussed this could be explained by combination of intrinsic reports and referred patient to the physician to request battery analysis. To date, the device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted and replaced. No additional adverse patient effects were reported.